Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported via a manufacturing representative that an unrelated staph infection of lower extremity infected the device and required removal. The bacteria from the culture matched the bacteria that the patient had been treated for in the years past. It was believed that the infection still existed and the device placed became infected as a result, but not related to the device placement. Precautions were taken including meticulous sterile technique and preoperative IV antibiotic. The old infection was cleared and a new device was placed; the patient was doing very well and had no signs of infection with new device.